Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer¿s parent reported via phone call moisture damage and blank display anomaly on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for moisture damage was performed. Customer advised they were at diabetes camp and water went inside the insulin pump. Customer advised the display screen went blank immediately after being exposed to moisture. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to moisture damaged on electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Unit was received with moisture damaged on motor assembly, corroded battery tube, cracked battery tube threads, cracked case at corner of the belt clip rails and missing display cover.